Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected the wireless footswitch stopped working during a diagnostic procedure. The procedure was completed using the wired footswitch. A philips service engineer inspected the system onsite and performed a system restart to re-establish the connection to the wireless base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was not working. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.